Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had been inoperable for at least a year. His ipg replaced because the ipg was inoperable. As a result, the patient's ipg was explanted and replaced. Patient now has effective therapy.